Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient saw the "replace generator soon" message on their patient controller, indicating that while the device was providing therapy, it was nearing its end of life. A manufacturer representative interrogated the system and confirmed the issue. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A replace generator soon message was reported to abbott. The ipg was replaced to reestablish effective therapy. The implant was not returned for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.